Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the tip of the seal plate on jaw a was lifted or damaged. The amodel at the tip of the jaw was damaged. No pieces of the amodel were missing. The cord plug of the device was cut off and not returned. Functional testing found that the damage to the device's seal plate and amodel likely occurred due to a drop, due to the device coming in contact with a hard object or during the insertion or extraction of the device's jaw from a trocar instrument. It was reported that the device component was disengaged and device had reached its usage limit. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the insulation was damaged and the device stopped working. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device or injury to the patient or both. Close jaws using device lever before insertion/extraction in the cannula. Do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 3 hours after the start of a tissue dissection and vascular treatment in thoracoscopic surgery, the part of the electrode at the tip of the device started to peel off on lymph node resection. After a while after use, device had reached its usage limit. The approach to the tissue was difficult, so it was replaced with a new one to resolve the issue. There was no patient injury.